Event description:
It was reported that, "patient was giving her knee replacement time to heal but continued to experience severe pain. The surgeon x-rayed the knee in (B)(6) 2010 and said she needed more recovery time. One year after the initial surgery, the patient is still experiencing extreme pain. The patient returned to her surgeon who was uncooperative and the patient went for a second opinion approximately (B)(6) of 2011. X-rays and MRI were done during that time and the new surgeon, doctor (B)(6) stated that she needs a revision surgery which is scheduled (B)(6), 2011."

Manufacturer narrative:
The following other knee devices were also listed in this report: triathlon-cr femoral componentcemented #4 left; cat# 5510-f-401; lot spenb. X3 triathlon cs ins size4 11mm; cat# 5531-g-411; lot lbs690. Triathlon asymmetric x3 patella; cat# 5551-g-350; lot 909a. Simplex p - us tobra fd 10-pk; cat# 6197-9-010; lot# mlp062. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device(s) cannot be performed as the device(s) remained implanted in the patient was not returned to the manufacturer. Additional information (including x-rays and medical records) has been received. A supplemental report will be submitted upon completion of the investigation.